Manufacturer narrative:
Batch review performed on 08 august 2025: gmk-sphere 02.12.e0210fr gmk-sphere tibial insert e-cross - flex 2r - 10mm (k202022) lot 2405540: (B)(4) items manufactured and released on 13-mar-2024. Expiration date: 25-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Moto partial knee 02.15.e029 moto patella e-cross ø29 (k213071) lot 2344514: (B)(4) items manufactured and released on 05-feb-2024. Expiration date: 16-jan-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. Patellar implant was also revised due to generic pain and instability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had a primary hip surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting pain due to a patella tendon rupture and the cause is unknown. The surgeon preformed a poly tendon repair and revised the poly. The surgery was completed successfully. On (B)(6) 2025, the patient came in reporting patella pain and instability, and the cause is unknown. The surgeon revised the medacta patella with a competitor patella and upsized the poly (from 10 to 12 mm) to address the instability. The surgery was completed successfully.